Manufacturer narrative:
Results: it is unknown if a sample will be returned for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that a bd venflon¿ pro safety peripheral safety IV catheter was placed in a patient's hand and that 0.9% saline was running through it. The patient removed the IV and a nurse stated that most of the plastic tubing was missing. It was thought the remainder of the cannula was left in the patient's hand and the patient received a scan to locate the broken catheter. A broken catheter was not visualized inside the patient. No additional medical or surgical interventions were reported.